Event description:
It was reported that during an ovarian resection procedure, the balloon had been broke. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.